Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a large air gap at the button of the reservoir near where the plunger rod screws in. Customer's blood glucose level was 175 mg/dl. The device was not returned.